Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support to change the cartridge due to anticipated insulin depletion, had changed the infusion set the prior day, and was then guided through a factory reset per clinician direction after experiencing a low blood glucose of 46; the device problem and component details were not specified. Symptoms included hypoglycemia with shaking or tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.